Event description:
It was reported that during an rv sense test, oversensing of noise was observed. Further assessment was recommended. Patient will be monitored via remote monitoring. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.